Event description:
It was reported the customer was hospitalized due to high blood glucose. Customer stated the insulin pump was working fine. Troubleshooting was not performed at the time of this call. It was reported the insulin pump had been wet before.

Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.